Event description:
It was reported that the tubing of an interlink y-type catheter extension set separated from the male luer. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, eleven devices of the same lot were received for evaluation. Visual inspection confirmed the reported condition for one of the devices; the tubing was separated from the male luer, and a solvent ring was identified at the end of the tubing. The cause was not determined. However, excessive pull on the tubing or luer by the user is a known cause of this type of event. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.